Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucagon, and glucose/carb intake. The customer reported a blood glucose value of 60 mg/dl. Troubleshooting was performed but later it was declined. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. The event involved product(s) mmt-1884, unk_reservoir, unomedical. The customer reported low blood glucose. The customer stated that the pump didn't stop infusing insulin. No further patient complications were reported. No product return was required for mmt-1884. No product return was required for unk_reservoir. No product return was required for unomedical. Updated summary: customer reported that he went low a month ago. He alleged the pump did not stop infusing insulin. He treated the low with glucose tablet. Glucagon was not used. No symptoms of low were reported. Customer declined troubleshooting. Customer alleged pump was used at the time of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.